Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2017. Date of follow-up report : 03/15/2017. On rfa1530 was received for evaluation. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported that the temperature was shown only for an instant when the cable was being held and the reported condition was confirmed. The water circulated normally through the product however the product did not read the temperature properly. The needle was removed for further investigation. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be an inadequate solder joint between the device's thermocouple and inner tube. A trend has been identified and a CAPA has been issued. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 02/22/2017. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the temperature was shown briefly when the cable was being held. Another product was used to complete the case. There was no patient harm.